Manufacturer narrative:
Block h6: device code 2547 captures the reportable event of tip failure to separate. Block h10: the returned trapezoid rx lithotripter basket was analyzed, and a visual evaluation noted that only the working length was returned. The handle was separated from the device and was not returned for analysis. The basket tip was intact on the basket assembly. The working length was cut at the proximal end, where marks were observed at the cut area indicating an unknown tool was used to cut the device. The working length was also kinked in several locations. Additionally, the handle cannula was found pulled out of the finger ring portion of the handle and was lodged inside the working length. The handle cannula was exposed from the working length and both dimples were visible on the handle cannula. Drag marks were present from dimples towards the proximal end as the cannula had been forcibly pulled out from the set of screws. A functional evaluation was not performed due to the device condition. It is possible that anatomical or procedural factors encountered during the procedure, such as manipulation during the procedure or the device encountering too much force, could have resulted in the handle cannula separating and the working length being kinked. Therefore, the most probable root cause for the failures found during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: d4 (model number).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the trapezoid was stuck on the stone in the common bile duct (cbd). An alliance handle was used to attempt to detach the tip from the basket, however the attempt failed. Spyglass electrohydraulic lithotripsy (ehl) was then used to break the hard stone making it possible to remove the trapezoid. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the trapezoid was stuck on the stone in the common bile duct (cbd). An alliance handle was used to attempt to detach the tip from the basket, however the attempt failed. Spyglass electrohydraulic lithotripsy (ehl) was then used to break the hard stone making it possible to remove the trapezoid. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.